Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a system diagnostic test at the office visit resulted in high lead impedance reading indicating a possible lead discontinuity. X-rays reviewed by treating physician did not reveal any obvious discontinuities in the ncp system. Revision surgery is likely. No serious injury was reported.